Event description:
It was reported that the maxplus positive pressure connector leaked fluid during the cerebral hemorrhage treatment. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6), 2021, the nurse in the hospital found fluid leakage when using needle-free joints for the treatment of cerebral hemorrhage, and promptly replaced the same batch of new products from the factory after the discovery. The patient continued to be treated without any impact."

Manufacturer narrative:
H.6. Investigation: a mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20076476. From the information provided by the customer it appears that leakage occurred from the maxplus, however no further information was available to confirm the exact location of the leakage. A review of the production records for lot 20076476 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Manufacturer narrative:
Mp1000 (B)(6) 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mp1000. The 510k number provided is for the domestic similar product: k072542. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxplus positive pressure connector leaked fluid during the cerebral hemorrhage treatment. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2021, the nurse in the hospital found fluid leakage when using needle-free joints for the treatment of cerebral hemorrhage, and promptly replaced the same batch of new products from the factory after the discovery. The patient continued to be treated without any impact."